Event description:
Customer allegedly fell into rollator and wheel broke. Minor injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male. The consumers preexisting medical condition is stated as having parkinson's disease which is progressing. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumers wife called to inform them that the consumer was using the unit indoors when he fell into the rollator causing the right rear caster to break. Every spoke on the caster allegedly broke. Invacare spoke to the dealer and was advised that the dealership replaced the wheel and the original wheel was discarded. The unit was returned to the consumer. The dealer did not have any additional information on the extent of injury.